Event description:
Information received by medtronic indicated that customer had low blood glucose and was unable to connect transmitter to sensor. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Pump was received with unresponsive down button and intermittently responsive middle button. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test due to unresponsive down button and intermittently responsive middle button. The pump passed the keypad voltage test. Test p-cap and reservoir locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces, force sensor, pcba 1, pcba 2, and lithium backup battery. The following were also noted during visual inspection: scratched case, overlay scratched, stained keypad overlay, pillowing keypad overlay, corroded battery tube, and corroded battery tube spring. Unable to verify customer's complaint for low bgs. Unresponsive down button and intermittently responsive middle button were confirmed due to moisture damage on the keypad traces. Moisture damage was confirmed found the keypad traces, force sensor, pcba 1, pcba 2, lithium backup battery, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.